Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation.  The catheter was noted to be bent and fractured 0.4¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the investigation performed and the information provided, the cause of the tip fracture remains unknown.

Event description:
During a watchman implant procedure, the tip of the catheter became fractured. The catheter was inserted through a 10f x 25cm sheath. While advancing the catheter was advanced into the right atrium, there was resistance noted and the image quality was low. When the catheter was removed, the tip was inspected and a small fracture was noted. The procedure was completed under transesophageal echocardiogram (tee) and the procedure was completed with no adverse patient consequences.